Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a mid urethral sling placement procedure performed on (B)(6) 2014. According to the complainant, when the procedure was about to finish, the physician noticed that the implanted mesh was twisted. He then removed the device and used a lynx suprapubic mid-urethral sling to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a mid urethral sling placement procedure performed on (B)(6) 2014. According to the complainant, when the procedure was about to finish, the physician noticed that the implanted mesh was twisted. He then removed the device and used a lynx suprapubic mid-urethral sling to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Analysis of the returned obtryx halo device revealed that the mesh was received in three pieces. Piece one measured 11 cm, piece two measured 17 cm and piece three measured 17 cm. There was blood and tissue residue on all three pieces. Piece three had a fold 6cm into the mesh. All three pieces were slightly stretched. The device was most likely cut to facilitate removal of the mesh. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  The most probable root cause classification is operational context.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.